Event description:
It was reported there was a system error. The service disk was ran and another system error occurred. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. System error occurred. Device tests out of specification. Printed circuit board found out of electrical specification.